Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that few days after the implant low sensing was observed. The lead was repositioned.